Event description:
A surgeon reported that a patient with a history of 6 line radial keratotomy (rk), was having laser assisted cataract surgery, and was noted to have two to three small tags present following the capsulorhexis. The surgeon was able to complete the capsule without incident, however, when doing irrigation, aspiration and cleaning under the capsule edge he noted an anterior capsule tear. The tear did not go posteriorly, and there was no vitreous loss. The surgeon stated he was aware of the risk of incomplete capsule from interference of the rk scars, and realizes that doing laser assisted cataract surgery on previous rk patient is contraindicated. In a follow up, a technician reported that the event had resolved with no additional treatment.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).